Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt has persistent inflammation. The surgeon believes this maybe caused by the iol rubbing on the posterior iris. He stated the pt was referred to him and the lens was implanted in the sulcus by another surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).